Event description:
It was reported that this pacemaker and right ventricular (rv) lead had a lead safety switch (lss) due to high out-of-range pace impedance on the rv lead. Review of the device data found that prior to the lss there was noise and oversensing on the rv lead as well. A revision procedure was scheduled. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.